Event description:
When removing the needle and moving to sever the speciment, the needle broke at the point where the bone starts; when introducing the needle, a high resistance was felt due to very hard bones; but the surgeon felt that he had reached the marrow cavity. When removing the needle, more effort than normally necessary was needed due to the very hard compacta; rest of the needle had to be removed in a surgery.